Event description:
It was reported during a routine follow up appointment, this device triggered a lead safety switch. A change in the safety polarity, detection and stimulation, both in monopolar. Thresholds where normal. Provocative maneuvers and pocket manipulation were performed in the clinic to check for noise or artifacts but nothing registered. Sensing was reprogrammed to bipolar and sensitivity was decreased. A technical service (ts) consultant reviewed the available device data. Noting some previous over-sensed noise, similar to myopotentials and pacing inhibition. Ts noted a drop in pacing impedance within normal range. Ts recommended to have the patient follow up in the near future, and perform x-ray images. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned therefore device analysis could not be completed. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. The allegation in this complaint have not been confirmed as there was not enough information provided in the complaint and the product has not been returned for analysis. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.